Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted to reset and power off pump with assistance from technical support, including changing wall outlet, cables, and adapter, but pump did not turn off. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.